Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the magnet and an infection at the implant site. Treatment of the infection is unknown. Per the clinic, the device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the magnet site (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported). Correction: per the clinic, there is no extrusion of magnet. This report is submitted on september 27, 2022.